Event description:
Pt required treatment for burn after a pharmacist applied freeze off to small wart located on right shin. A day after the treatment a blister formed and customer poppered blister to drain fluid. Customer went to e.r. Two or three days after treatment, dr treated pt the following day. Dr diagnosis was that pt had developed cellulitis and it was infected. Antibiotics were prescribed and surgery scheduled for a skin graft.